Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed a tear in the tubing where it interacts with the rotor. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a repeater pump tube set was leaking from the tubing placed within the rotor during set-up. There was no patient involvement. No additional information is available.